Event description:
It was noted that the customer had high blood glucose readings, keytones and the customer was vomiting. Mother was able to bring the customer's blood glucose readings down. It was noted that the insulin pump often had a blank display without a warning and despite multiple battery changes. Through troubleshooting the display did return. Customer's blood glucose readings at the time of the call was 7 mmol/l. No further information reported.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.